Manufacturer narrative:
Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained approximately 4 hours of data from (B)(6) 2020 once the controller clock was set. The beginning of the log file captured events consistent with the initial set up of the controller during the implant surgery. Following the initial ramp up of the pump, several, transient low flow faults were captured between 9:06:32 pm and 9:55:43 pm when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 4 low flow hazard alarms lasting between 4 seconds and 19 seconds, each. Between 10:13:02 pm and 10:13:12 pm, the estimated flow dropped from 2.1 lpm to 0.0 lpm. The flow remained at 0.0 lpm, despite manipulation of the fixed speed, until the pump was intentionally stopped at 10:18:20 pm. The pump was then restarted at 10:18:34 pm. Following the second ramp up of the pump, additional, transient low flow faults were captured between 10:18:56 pm and 10:28:10 pm. These faults resulted in 1 low flow hazard alarm lasting approximately 19 seconds. Several of the low flow events appeared to be associated with elevated pi values. Despite the observed alarms, the pump appeared to function as intended and operated above the low speed limit. The hm3 lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implant surgery, the pump flow showed 0 liters per minute (lpm) while the speed was 4800 rpm, pulsatility index was approximately 6, and power was approximately 3.5 w. This continued for 3-5 minutes. The speed was decreased to the minimum with no effect, and then the pump was intentionally stopped and restarted. Flow increased to 2.8 lpm after this. Log files confirmed the sequence of events, and also showed low flow alarms after the restart with the lowest being 2.1 lpm, which appeared to be due to patient condition.